Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found excess drift in z-axis. The cse replaced the robot, the signal and the power cables and notched the power cable. The cse also found a broken bridge breaker belt and replaced it. The cse performed robot alignments and checked the z-axis drift. The cse verified that the advia labcell was operational and tubes were correctly placed instead of dropped. The cause of the dropped sample tubes was the robot arm not coming down far enough before the grippers opened, which was resolved by service. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc) to request service for an advia labcell automation system which was dropping sample tubes. The customer observed that the robot arm was not coming down far enough before the grippers opened, causing the tubes to be dropped. The customer did not provide any information about the samples. It is unknown if the contents of the tubes spilled or if there was any impact to testing due to the dropped tubes.